Event description:
A report has been received from a claims adjuster. It was reported a tilt switch was involved in a loss that resulted in bodily injury. The report indicates the switch was examined. No further detail on the involved invacare product. No further information. If any further information is received a supplemental report will be provided. The event occurred in canada.